Manufacturer narrative:
Evaluation: cook's instructions for use do indicate that inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/ reduce the risk of renal failure and subsequent complication. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned by the customer to assist in this investigation. An internal clinical review indicated that the event was caused by user error in that incorrect planning and sizing of the device was performed in relation to the patient's adverse anatomy.

Event description:
Patient with abdominal and thoracic aortic aneurysms and pre-procedure diagnosis of proximal aortic neck angulated 90 degrees to aaa as well as aneurysms observed in both internal iliac arteries. Customer noted that patient was not indicated for zenith but proceeded anyway. To treat the aneurysm of thoracic aorta, a bypass was conducted from the right subclavian artery to the carotid artery and vertebral artery, and a stent graft was placed between the aortic arch and the descending aorta. The bypass operation was followed by the placement of the zenith stent grafts for the treatment of the aaa. After placement of the zenith grafts, another bypass was conducted to repair the aneurysm extending from the right common iliac artery to the internal iliac arteries. During insertion of the contralateral iliac leg delivery system, the severe tortuosity of the vessel prevented the delivery system from being advanced. The iliac leg was placed using a pull-through technique. Perioperative angiography verified that there was a proximal type I endoleak and that the distal end of the contralateral iliac leg was in the aortic aneurysm. The proximal part was slightly kinked. (Refer to 1820334-2007-00497).